Manufacturer narrative:
A review of lot file a740 was performed. There were no nonconformances reported for this lot. There was a blood leak centrifuge alarm reported but no leak was found. This lot met all release requirements. A review of complaints received for lot a740 was performed. There was one additional complaint reported for a centrifuge bowl leak to date for this lot. No trends detected. Service order feedback: field engineer checked and cleaned the instrument. Checkout procedure performed successfully. The device operated within the required specification. This assessment is based on the information available at the time of the investigation. No product was returned by the customer. Therefore, a root cause cannot be determined based solely on the information provided by the customer. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).

Event description:
The customer reported a centrifuge bowl leak during a treatment procedure. Name of complainant: same as reporter. The customer reported a bowl leak alarm during collect first cycle. Customer stated she believed that there must be a crack in the bowl. Customer aborted treatment and no blood was returned to patient. The customer stated that the centrifuge chamber was filled with blood and the drain bag was 1/4 filled. The customer stated that the patient was not affected. The customer started a new treatment of same patient on different system. A service order number (B)(4) has been created to inspect the instrument. The customer did not return any product for investigation.